Event description:
During in clinic follow up, loss of capture was observed on the right atrial (ra) lead. A fluoroscopy imaging was performed and confirmed a dislodgment of the ra lead. The ra lead was repositioned to resolve this event. The patient was stable.